Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / pages 95-96. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported her daughter was nauseous and not feeling well. Ems was called and patient was transported and admitted to the hospital. Blood tests were taken and her blood glucose level read 850 mg/dl and she was diagnosed with dka. Treatment included insulin drip and fluids.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported failure was not confirmed. No malfunction or product defect that would have contributed to reported hyperglycemia and hospital visit.